Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex enteral colonic stent was implanted to treat a malignant stricture in the sigmoid colon during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to deploy without any issue; however, the stent was placed with distal portion of stent facing into the diverticulum rather than opening into the colon lumen. The physician attempted to repositioned the stent with rat-tooth forceps in order to align the stent with the bowel. Reportedly, the stent remains implanted to complete the procedure and the physician is comfortable leaving the stent in place. The patient's condition at the conclusion of the procedure was reported to be okay. It was reported to boson scientific on (B)(6) 2020, that the physician found a micro-perforation in the patient following implant of the stent. It is unknown on what date the micro-perforation was noted. The patient's current condition and any medical interventions or treatments are unknown. Additional information received on october 22, 2020. On (B)(6) 2020, a microperforation was noted in the sigmoid area distal to the stent. It was reported that the cause and relationship of the stent and microperforation is unknown; however, it was reported that the microperforation may be related to the final position of the stent complicated by the presence of diverticulum and the region of placement in the sigmoid colon. There was no intervention or treatment done to the patient to address the microperforation. Furthermore, it was reported that the patient passed away; however, in the physician's assessment the patient's death was not related to the stent or the microperforation but due to the patient's previously existing malignancy.

Manufacturer narrative:
Block b5 has been updated with additional information received on october 22, 2020. Block h6: patient code 2668 captures the reportable event of microperforation in the bowel. Device problem code 3009 captures the reportable event of stent positioning issue. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex enteral colonic stent was implanted to treat a malignant stricture in the sigmoid colon during a stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to deploy without any issue; however, the stent was placed with distal portion of stent facing into the diverticulum rather than opening into the colon lumen. The physician repositioned the stent with rat-tooth forceps in order to align the stent with the bowel. Reportedly, the stent remains implanted to complete the procedure and the physician is comfortable leaving the stent in place. The patient's condition at the conclusion of the procedure was reported to be okay. It was reported to boson scientific on (B)(6) 2020, that the physician found a micro-perforation in the patient following implant of the stent. It is unknown on what date the micro-perforation was noted. The patient's current condition and any medical interventions or treatments are unknown.